Event description:
During use of a venous return cannula the pericardium filled with blood. The cannula was found to have split circumferential. The cannula was replaced with no adverse effect to the pt. The event was intitially considered as a non reportable event because the blood is being returned to a venous resevoir through the cannula. Brmi has recently re-evaluated its internal policy and definitions of what constitutes medical intervention. Based on this re-evaluation the reported event meets the criteria for medical device reporting and the required form 3500a is hereby submitted.